Event description:
Anesthesiologist preparing patient for c-section. Inserted guide without incident. Inserted 25 ga spinal needle. Realized this size needle would not be long enough. Removed needle & guide at the same time. Noted spinal needle broken in half. Consulted ob surgeon to make incision & retrieve broken half of needle. Appears broken in half cleanly & all pieces retrieved. X-ray done. Dates of use: 2008. Diagnosis: spinal anesthesia. Event abated after use: yes.